Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify battery out limit and watchdog time out alarm due to full segment display.

Event description:
The customer reported via phone call that the insulin pump was dead. Customer¿s blood glucose level was 130 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.